Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2015, the patient underwent an endovascular repair of a dissection using two conformable gore tag thoracic endoprostheses. The procedure was concluded without any reported issue. On the same day, the patient suddenly became unstable. A development of a new dissection from the distal end of the device was identified. The patient was implanted with a conformable gore tag thoracic endoprosthesis and a gore excluder aaa endoprosthesis aortic extender component (pla260300j/13373407) to repair the dissection. The patient tolerated the procedure. On (B)(6), 2015, malperfusion was observed due to a progression of the dissection distally. It was reported that a new entry was developed distal to the previously implanted pla260300j. A conformable gore tag thoracic endoprosthesis was added to cover the new entry. Intestinal necrosis was also observed and enterectomy was performed. Angioplasty on the sma was performed and a metallic stent was implanted in the sma. The physician stated that the new entry was developed due to the contact of the distal edge of the pla260300j and the arterial wall. On (B)(6), 2015, the patient did not recover and expired. The cause of death was reported as intestinal necrosis as a result of the malperfusion developed from the new entry tear creased by the pla260300j.